Manufacturer narrative:
Report was received where the elevator had detached from its mounting position and allowed the seating to fall forward until the footplates rested against the ground. Reports indicate the end-user remained in the seating throughout the event. No injuries were sustained as a result of this occurrence. Inspection of the device shown the upper mounting hardware, m8 x 16mm (2ea), had, over time, loosened and fallen out. With the loss of the upper mounting hardware to secure the elevator in place, this allowed the seating system to fall forward due to loss of proper securement. Review of device history indicates service had been performed on this device at various times throughout the life of the device with notes of the elevator having been replaced, by the dealer, in 2015. It remains unclear if when the last service was performed, the hardware was checked for proper securement and torque specifications. CAPA (B)(4) was opened to further investigate root cause, correct and monitor effectiveness. Provider reports having replaced the elevator and hardware with new and installed with the prescribed torque parameters. Device was returned to the end-user with no further issues being noted. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Received report of hardware which secures the elevator to the chassis having loosened and fallen out. This allowed the seating, with the end-user seated, to fall forward to where the footplates contacted the ground. Reports indicate the end-user remained in the seating and no injuries were reported to have occurred as a result.